Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks. Data showed it looked like a narrow complex rhythm. The ICD had exhausted shock therapy and anti-tachycardia pacing (atp) was not effective. It was stated that the rhythm was likely sinus tachycardia. The patient was referred to the physician for possible rate cut off or any medication changes. There was an attempt to obtain additional information from the field representative but no information was provided. This ICD remains in service. No adverse patient effects were reported.